Event description:
It was reported the patient underwent aortic valve replacement and CABG x2 procedure. Postoperatively, the patient developed dyspnea and was admitted to the hospital. The valve was removed due to stenosis and high gradient and was replaced with another manufacturer's valve. The sjm valve was sent to the hospital's lab and results were negative for endocarditis. The valve was destroyed at the hospital and, therefore, will not be returned. Additional information has been requested.